Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately ten (10) months and twenty-eight (28) days, was explanted due to unknown reasons. The explanted device was replaced with a 25mm. Should additional information be received at a later date, a supplemental MDR will be submitted.

Event description:
Further investigation revealed that this bioprosthetic heart valve was explanted due to endocarditis after duration of ten (10) months. Per operative documentation, the endocarditis was due to an infected tooth, which also resulted in acute cerebrovascular accident with cardioembolic origin and bioprosthetic thrombosis. There were no reported complications post-replacement surgery and patient was discharged.